Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized one day after onset. The patient was discharged one day after admission. Two days after discharge the patient was readmitted for the same peritonitis event. The pd nurse confirmed the peritonitis was neither recurrent nor relapsing. The patient was treated with vancomycin (intraperitoneally, 1g, every five days, duration not reported), ceftazidime (intraperitoneally, dose, frequency and duration not reported), gentamicin (intraperitoneally, dose, frequency and duration not reported) and cipro (orally, dose, frequency and duration not reported). Four days after being admitted the second time, the patient was discharged from the hospital. At the time of this report the patient was recovered from the event. No additional information is available.